Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It is reported foreign matter. Event description: while preparing several formulations over the past few days, we repeatedly found small black rubber particles in our vials. The only common factor between the different preparations was the use of protector p21 with lot number 2501102. When did the incident occur? - during use.

Event description:
It is reported foreign matter. Event description: while preparing several formulations over the past few days, we repeatedly found small black rubber particles in our vials. The only common factor between the different preparations was the use of protector p21 with lot number 2501102. When did the incident occur? - during use. Per additional customer response: is the protector assembled manually or using the assembly fixture? Using the assembly fixture. Are the particles observed after assembling the protector? It was observed after assembling and before drawing fluid into the syringe. What medication is this occurring with? Remsima, entyvio and abevmy. What color is the vial stopper? They are all grey.

Manufacturer narrative:
(B)(4) follow up MDR for device evaluation: four protectors assembled with vials were provided to our quality team for review. After a thorough visual inspection, no damage, defects, or signs of contamination were found on the protectors, membranes, or any related components. We also attempted to filter the solution, and no particles were detected in the filter, the solution, or inside the vial. A device history review was completed for the reported lot 2504108. No deviations or non-conformances were identified during manufacturing that could have contributed to the concern. Products from this manufacturing line are sampled and undergo multiple visual and functional checks throughout the process, and no issues were noted during these inspections. Based on the sample evaluation and the results of our investigation, we were unable to verify the reported issue, and a root cause related to our device or manufacturing process cannot be established at this time. While phaseal needles are designed to reduce coring (fragmentation), there are several factors that may impact coring tendency including the quality of the vial stopper, the design and dimensions of the needles used, or if a poor connection of the protector occurs. Complaints received for this device and reported condition will continue to be tracked and trended. Our quality team regularly reviews the collected data for identification of emerging trends.